Event description:
It was reported that the customer was in the hospital five times in the last eighteen days. The blood glucose reading was 25.8mmol/l by the time the paramedics were called. It was stated that the customer kept correcting, but the customer's blood glucose continued elevating. It was mentioned that the customer was vomiting and had diabetes ketoacidosis. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus history were correct. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. Reviewed the alarm history and found multiple no delivery alarms. It was stated that the customer had fallen asleep, and when he woke up, he realized that there was no insulin on the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.